Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that patient complications occurred requiring additional intervention. The patient underwent a percutaneous coronary intervention (pci) for an 80% stenosed target lesion located in the moderately tortuous and severely calcified right coronary artery (rca), extending to the posterior descending artery (pda). After air was removed during flushing, intravascular imaging of the entire rca was performed using an opticross 6 hd catheter. Following predilatation, a non-boston scientific (non-bsc) lithotripsy balloon was used, and two synergy drug-eluting stents (des) were deployed in the rca. Post-pci imaging was then performed with the opticross 6 hd catheter. During pullback, the full length of the stented segment was not visualized, and there was an error when the catheter reached the maximum pullback window and stopped. While the catheter remained in the vessel, attempts to advance the transducer distally were unsuccessful and the catheter became kinked. No further imaging was performed during the first procedure. Upon removal of the opticross catheter, thrombus was visualized within the distal stented area. The vessel was post-dilated with a non-compliant balloon, and the procedure was completed. Shortly after, the patient developed st-segment elevation and was returned to the lab. Repeat angiography demonstrated vessel occlusion within the 3.0 x 48mm synergy xd des. The occlusion was treated with compliant balloon angioplasty, and integrilin therapy was initiated. Act was maintained above 250 seconds during both procedures. During the second procedure, non-bsc imaging was utilized. Additional intervention included placement of a stent overlapping the 3.0 x 48mm synergy xd des in the distal rca, an additional stent in the pda, and a 3.5 x 8mm stent in the proximal rca due to a possible guide dissection during the second procedure. The patient was subsequently discharged.